Event description:
Procedure: l. Ant resection with end-end anastomosis. According to the reporter: during firing, the handle was stiff and firing could not be done properly. The staff used another device and a re-anastomosis was done. There was oozing under 200cc's. The procedure was extended more than 30 minutes. No patient info available. The re-anastomosis was done due to the staple malfunction. The resection resulted in 2-3 cm of tissue loss.

Manufacturer narrative:
(B) (4). (B) (4).